Manufacturer narrative:
The issue was resolved by the customer and no functional testing was performed by philips. Good faith effort (gfe) attempts were made to obtain additional information regarding this event. However, no additional information was obtained, and the cause of the issue is unknown. The issue is not confirmed if additional information is received the complaint file will be reopened. E1 reporting address state: (B)(6). E1 reporting institution phone#: (B)(6). E! Reporter phone#: (B)(6).

Event description:
The customer reported that the patient information center ix (pic ix) has no sound. It is unknown if the device was in use at the time of the event. There was no adverse event reported.